Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava (vc) perforation, occlusion, stenosis. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient received an implant on (B)(6) 2010 via the right femoral vein due to subdural hematoma from closed head injury. The patient alleges vena cava perforation. The patient further alleges that the three lower struts perforated the ivc up to 9mm. Standard percutaneous filter removal on (B)(6) 2020 due to perforation of the ivc. (B)(6) 2019, per a report from computed tomography; ¿findings: ivc filter: an intact infrarenal retrievable ivc filter is in place without tilt. Three lower struts are noted perforating the ivc up to 9mm without encroachment into bowel or aorta. Diameter of the ivc is diminutive at the level of the filter with large paracaval collaterals, indicative of chronic ivc occlusion.¿ (B)(6) 2020, per a report from retrieval report (successful); ¿impression: successful intact removal of infrarenal ivc filter. Successful infrarenal iliocaval reconstruction. Findings: ultrasound revealed patent compressible right internal jugular and bilateral common femoral veins. Initial venography demonstrated chronic appearing occlusion of the infrarenal ivc at the level of the ivc filter. There were focal stenoses noted at the origin of the bilateral common iliac veins with large collateral venous formation. After filter removal, there was persistent occlusion without evidence of extravasation. The filter was removed intact without evidence of fracture. After stent placement, there was rapid flow of contrast from the bilateral common iliac veins through the infrarenal ivc. No residual stenosis or occlusion identified.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."